Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 371 mg/dl at the time of the incident. Customer states that her son was at soccer practice when he received the error message on the pump. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to successfully rewind the insulin pump. Customer was assisted in checking pump alarm history and found more than one motor error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.